Event description:
A malfunction was reported on a pump by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted in the reset, and after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue happened again.